Event description:
It was reported that the aspiration function stopped. The stenosed target lesion was located in the left lower extremity vessel. An angiojet zelante catheter was selected for use. During the procedure, the system was transitioned to power pulse and thrombolysis mode, during which a total of 98 ml of urokinase was delivered. After a 20-minute dwell period, the device was re-accessed and switched to aspiration mode. Aspiration was initiated and continued for approximately 12 seconds before the device automatically ceased operation. At that time, blood leakage around the catheter was observed. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.